Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The selector console did not recognize any handpieces that was attached to it. The handpieces worked fine with all other consoles. The product problem was discovered prior to the cranial surgery and before the anesthetist did anything to the pt. It was reported that there was a five hour delay in surgery. The surgical case was put on hold until a replacement console from a distributor arrived at the hospital. The pt outcome was reported as "ok."